Event description:
It was reported that during an unknown procedure, the device could not fire on the first stroke of the first and second firing with ecr60w. Changed to a new device and reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Incorrect cartridge size, damaged cartridge the analysis results showed that one ec60a device was returned with no visual non-conformances and with a 45 mm reload present. The reload was noted to be partially fired 1/10. Furthermore, the cartridge pan was detached and bent at proximal end and the one piece sled out of position. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how cartridge got damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.